Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched from origin length 52 centimeters to 54.5 centimeters, and with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after repeated operation, the lead tip could not be retracted. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.